Manufacturer narrative:
Visual examination confirms wear on the sliding core mobile bearing. There were no deviations reported in the DHR. The manufacturer's surgery report form indicates that the surgeon felt the original implanted sliding core was undersized, leading to unnatural wear.

Event description:
Star total ankle replacement sliding core mobile bearing was exchanged to correct sizing issue.